Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Explant date should have been (B)(6)-2011 rather than (B)(6)-2011. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection.